Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the insulin gauge was inaccurate and the pump was not recording alerts in pump history. Although requested, the customer declined to provide additional information and declined troubleshooting. There was no reported impact to the customer¿s blood glucose.